Event description:
It was reported that the pump had no occlusion alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled dso seal, worn uso seal, and a bad latch lock. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the bad valves were the root cause and were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.